Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # x21-182316, ha bimetric.x por nc lat, lot # 858920, item # 110-01850, competitor cup, lot # 1328215. The event occurred in (B)(6).

Event description:
It was reported that a patient underwent a revision surgery approximately one month post implantation due to altr and suspected infection. Medical records indicated a small amount of yellow, clear fluid was found throughout the joint. Reddish inflammatory tissue was noted around the implant. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.